Event description:
It was reported that the stent partially deployed and was potentially stretched as a result. Additionally, the stent migrated post-deployment. An eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery (sfa) to treat the patient's peripheral artery disease. The eluvia was advanced to the target lesion over an unknown 0.014 in. Guidewire via a contralateral approach and deployment began. Once the stent was deployed approximately half-way, the thumbwheel became loose, and was just spinning, not allowing the stent to fully deploy. The delivery system handle was dismantled, and deployment was completed using a pin-pull method with the innermost catheter and the middle catheter. This allowed the stent to be deployed with integrity. However, the stent appeared to have migrated proximally and may have covered the origin of the profunda. The stent may have been stretched or elongated as a result of the partial deployment. The procedure was completed, and there were no further consequences reported for the patient.